Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:48:49. During night drain cycle four, the patient's ultrafiltration reading was 1240ml, indicating the home patient drained 1240ml more than their maximum programmed fill volume of 2000ml. No additional information is available.